Event description:
The consumer alleges the unit was sparking and smoking underneath the bed. No injury is alleged.

Manufacturer narrative:
(B)(4). Was issued for the return of the bed. The model (B)(4) has a serial number (B)(4). The bed will six years old in november 2011. Is was issued users manual part number (B)(4). It is unknown if the consumer fully read and understands the user manual. On page 11 the following precautions are provided: "important safety instructions - when using the bed, basic precautions should always be followed, including the following: read all the instructions before using the bed." It is unknown if the consumer adheres to the following danger notification on page 11: "danger - to reduce the risk of electric shock: always unplug the bed from the electrical outlet before cleaning." It is unknown if the consumer adheres to the following warnings on page 11: "warning - to reduce the risk of burns, fire, electric shock, or injury to persons: unplug from the outlet before servicing. Close supervision is necessary when the bed is used by, or near children and/or disabled persons. Use this bed only for its intended use as described in these instructions. Do not use attachments not recommended by the manufacturer. Never operate this bed if it has a damaged cord or plug, if it is not working properly, if it has been dropped, damaged, or dropped into water. Return the bed to a service center for examination and repair. Keep the cord away from heated surfaces. Do not use outdoors. Use masked or nasal type oxygen administering equipment only in conjunction with the manual/electric bed. The use of any other type of oxygen administering equipment can result in a fire hazard. To disconnect, do not depress pendant buttons. Risk of electric shock - connect this bed to a properly grounded outlet only. Refer to grounding instructions on page 16. Risk of injury to persons - do not place video equipment such as televisions or computer monitors on bed." The electrical ground of this bed is unknown. On page 16 the following warning is provided: "warning - electric beds are equipped with three-prong (grounding) plugs for protection against possible shock hazards. Where a two-prong wall receptacle is encountered, it is the personal responsibility and obligation of the customer to contact a qualified electrician and have the two-prong receptacle replaced with a properly grounded three-prong wall receptacle in accordance with the national electrical code. If you must use an extension cord, use only a three-wire extension cord having the same or higher electrical rating as the device being connected. Do not, under any circumstances, cut or remove the round grounding prong from any plug used with or for invacare products. In addition, invacare has placed red warning tags on some equipment. Do not remove these tags. For proper grounding, junction box must be securely connected to the bed with metal screws and the spacer provided or electrical shock could occur."